Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. Renal therapy services (rts) assisted the patient and continuous ambulatory peritoneal dialysis was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.